Event description:
It was reported that the programmer displayed an error message. Cycling power did not clear the error. It was also noted there were issues with wireless telemetry, prior to the error appearing. Further follow-up found that when the rf (radio-frequency) head was put up to the patient, the programmer displayed an error message and would go no further. Another programmer had to be used to finish the interrogation. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis did not confirm the exact error number, but a similar error occurred according to the error log. As a result the hard drive was reconfigured and software was reloaded. It was also noted that the programmer had a noisy system fan, the tab was broken on the power cord bay door, the upper hinge plate had four missing screws. It could not verify the faulty wireless operation. Concomitant product: 2290 pacing system analyzer. (B)(4).